Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. What is the procedure name? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown surgery on an unknown date a suture was used. Needle coming apart from suture, barely holding on. Additional information was requested.